Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-02594 / 02595). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent partial knee arthroplasty on (B)(6) 2012. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of a popping sound and knee locking. A review of invoice history indicates that the tibial tray and bearing were removed and replaced on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.